Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were experiencing issues with pain and numbness. The patient mentioned they turned off the stimulator on monday. They stated that after the procedure, they woke up with pain in their back, buttocks, pelvic floor, and inside of their thigh. The patient mentioned that their healthcare provider explained they had difficulty removing the previous ins and they inserted the new one, which might have affected a nerve. The patient was advised to consult their healthcare provider to further address the issue. They mentioned having a follow-up appointment next week. They mentioned that they needed to keep the therapy turn off for one week or two.

Event description:
Additional information was received from a healthcare professional(hcp). When asked to clarify the statement, "affected a nerve", the hcp reported that they had difficulty removing the previous device battery and leads. The hcp stated that there was no damage and just needed to time to let the nerve and surrounding tissue to heal and swelling to go down. The cause of difficulty removing the previous ins and inserting the new one was determined as the lead didn't remove the battery in the normal fashion and had to use a stat and make an additional incision at the excision site to disect to the lead. The second tined frayed from the wire, itwas able to be removed in full. The hcp reported that there was a possible scar tissue in the region of removal. The tined fraying from the lead. The steps taken to resolve this issue was that the patient would keep it off for an additional few weeks and they would see their neurologist and a chiropractor. The issue was not yet resolved. The device was still in place and would be removed if the symptoms continued and other targeted remedies.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.